Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not turn on. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump received with blank display, problem isolated to printed circuit board. Unable to verify radiofrequency communication anomaly due to blank display. Device received with minor scratches on lcd window.